Manufacturer narrative:
B3: date of event is an estimated date based off the aware date as the exact event date was not reported. E1 initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck. The procedure was completed successfully. No patient complications were reported. It was further reported that the burr became stuck on wire. The burr did not retrieve without the rotawire backing off at the same time. Both devices came together.

Manufacturer narrative:
B3: date of event is an estimated date based off the aware date as the exact event date was not reported. E1 initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck. The procedure was completed successfully. No patient complications were reported.